Event description:
Customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accu-tni) result generated by the unicel dxi 800 access immunoassay system for one patient. A patient sample upon testing gave an accu-tni result of 0.57ng/ml and repeated at 0.10ng/ml. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Sample was collected in bd plasma tube and centrifuged at 3200 rpm for 10 minutes. Qc resulted within specifications prior to and after the event. System check performed on (B)(6) 2009 resulted within specifications. Customer technical support (cts) discussed sample handling with the customer. A field service engineer (fse) was on-site (B)(6) 2009. Fse noted no instrument errors were obtained near or at the time the sample was run. Fse performed preventive maintenance (pm) as a precautionary measure and verified repair per established procedures and results met published performance specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.